Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in variceal banding procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the first two bands deployed without an issue, but the third band failed to deploy from the ligator. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Correction block b5: hemorrhoidal banding procedure. Correction block b5: there was no difficulty setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in hemorrhoidal banding procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the first two bands deployed without an issue but the third band failed to deploy from the ligator. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.